Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, after the physician attached the leads to the device, the device was exhibiting inconsistent pacing and no qrs wave was showing. The physician elected to use a different device. No patient complications have been reported as a result of this event.